Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; baseline checks were initiated but could not be completed as the programmer screen ceased responding to touch. Detailed testing narrowed the issue to a problem with the lcd touchscreen; however, the root cause could not be determined.

Event description:
It was reported that the screen on this programmer becomes frozen and no functions are possible. The programmer requires a full-system shut-down rather than clicking end session to begin a new interrogation. The touch screen does not respond and accessing the threshold test can only be done in a round about way. No adverse patient effects have been reported. The programmer was returned and analyzed.